Manufacturer narrative:
(B)(4). Inner coil fracture was noted at 23.6cm from the connector pin. This fracture is consistent with the field observation of oversensing.

Event description:
It was reported that a pacemaker dependent patient presented to the hospital after experiencing syncope and was unconscious. Episodes of oversensing leading to inhibition of pacing were observed. The lead was explanted and replaced. The patient was in good condition post-procedure.